Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced tiredness and thumping sensation in chest. The left ventricular (lv) lead was turned off. The thumping sensation was relieved after this change. When the patient presented for lv lead revision, chest x-ray revealed dislodgement of lv lead. The lead could not be advanced through the catheter. The lead was explanted and replaced. The patient was stable.